Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call indicating that patient was hospitalized. Customer's blood glucose was 480 mg/dl. The customer stated they have a backup plan available. The customer was treated with shots. Customer was admitted to the hospital and treated. The cause of hospitalization as per healthcare provider was diabetic ketoacidosis. The customer was hospitalized for 2 days and then released. The customer phone line was disconnecting during troubleshooting.